Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll w/o dn had a defective stopper and contained foreign matter. The following information was provided by the initial reporter: "during the inspection of batch 7240921 syringes, customer company had found 3 types of defects, namely piston defect, cylinder degeneration and light yellow foreign body contamination. Please investigate the causes of the above defects and take measures to control them"

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. The photos depicted five 1ml ll syringe, four of which were inside sealed packages, confirmed to be from batch #7240921 (p/n 309628), and on of which was next to an opened package. One syringe was observed to have a damaged barrel around 0.4ml marking in a form of indent in that area. One syringe had a yellowing of much of the bottom half of the barrel. It appeared to be consistent in appearance to burnt plastic condition. Two syringe had jammed stopper condition. One syringe had an arrow pointing at the stopper, but it was unclear whether the stopper was jammed on the side, or a different stopper defect was present. Potential root cause for the damaged barrel and jammed stopper defects is associated with the assembly process. Potential root cause for the burnt plastic foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 7240921 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h.10.

Event description:
It was reported that syringe 1ml ll w/o dn had a defective stopper and contained foreign matter. The following information was provided by the initial reporter: "during the inspection of batch 7240921 syringes, customer company had found 3 types of defects, namely piston defect, cylinder degeneration and light yellow foreign body contamination. Please investigate the causes of the above defects and take measures to control them".